Event description:
It was reported that during the implantable cardioverter defibrillator (ICD)  implant procedure, the right ventricle(rv) coil pin was inserted into rv pace/sense port by mistake. After the setscrew was tightened, the physician realized the mistake and loosened the screw to remove the lead. When the rv pace/sense lead was inserted correctly and the screw was rotated clockwise, the screw wouldn¿t move. The screw was attempted to be loosened, but the torque wrench wouldn¿t move. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.